Event description:
The consumer reported that, in (B)(6) 2014, they had a magnetic resonance imaging (MRI) that showed shrapnel throughout the abdomen; it was unknown if it was a single shrapnel, or if they were seeing the pump. There was no allegation against the implanted system. The indication for pump use was for non-malignant pain and failed back surgery syndrome; however, there was no medication in the pump at the time of the event. The patient had no following healthcare provider (hcp). No intervention or outcome was reported regarding this event. Further follow-up is being conducted to clarify the report of shrapnel versus seeing the pump, patient symptoms, MRI results, actions/interventions, cause of the shrapnel, and resolution of the event. If additional information is received, it will be added to the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2004, product type: catheter. (B)(4).